Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred on the homechoice device during dwell one of four of peritoneal dialysis therapy. The patient was connected to the device at the time of the alarm. During troubleshooting, it was noted that a supply bag had disconnected from a supply line. The technical service representative assisted the patient with clearing the alarm and ending therapy. The patient was to notify their nurse of any missed therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. It was determined that the cause of the reported alarm was due to a supply bag disconnecting from a supply line during therapy. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.